Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21166. It was reported the pt has not charged the ipg in approx seven months due to ineffective stimulation. The pt currently does not feel any stimulation from the system and would like to have it turned on again. The pt was instructed to charge the ipg frequently and at least once a month to avoid battery depletion. It was reported the pt will be undergoing surgical intervention at a later date to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.